Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Pre-existing medical condition's i.e. Diabetes might contribute to the observed impedance fluctuations. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic.

Event description:
Recipient's hearing performance with the device is affected. Re-implantation is considered, although follow up will occur in 6 months time.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient's hearing performance with the device was affected. The recipient has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance with the device is affected. In (B)(6) 2017, affected channels were first observed during in situ measurements. Reimplantation is considered.